Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Customer's blood glucose level was 210 to 232 mg/dl. Reportedly, the customer used the fill tubing feature to prime the air bubbles out.